Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected failed battery or low battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a stripped battery cap coin slot.

Event description:
It was reported by the customer that their insulin pump had alarmed battery out limit and failed battery test. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 113 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time (B)(4).